Manufacturer narrative:
Patient information received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available at the time of filing. A manufacturer representative went to the site to test the equipment. It was reported that the cpu was removed to verify connections within, and the cpu was installed back into the system. The video card was re-seated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, when the system was plugged into the wall, they took their ap and lateral shots and then the mobile viewing station (mvs) screen went completely black. The screen displayed no input, but the power button was still illuminated. The site needed to completely power down the system and reboot to get the screen to come back. Resolution confirmed with reboot. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.